Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high and low blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 796 mg/dl at time of incident and current blood glucose level was 400 mg/dl. The customer was treated with insulin in intravenous in the emergency room. The customer had symptoms such as sickness, nausea and pain. The customer declined troubleshoot for high blood glucose. It was reported that they had bent cannula and the pump failed. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.